Event description:
Initial field reports received in 1/99 suggested low control recoveries of the acs:180 theophylline assay resulting in an internal investigation. Initial studies were inconclusive. Subsequent internal testing reported in april 1999 indicated that certain acs:180 assays when run in random access with acs:180 theophylline caused depressed theophylline values. The shift in values can be summarized as follows: assay - ckmb, effect on theo - -5 to -10%; assay - digoxin, effect on theo - -3% to -10%; assay - prge, effect on theo - -3% to -5%; assay - gi, effect on theo - -3% to -8%; assay - lh2, effect on theo - -5% to -7%; assay - ckmb ii, effect on theo - -12% to -20%; assay - estradiol, effect on theo - -6%; assay - t4, effect on theo - -3% to -13%; and assay - tsh3, effect on theo - -2% to -6%. The acs:180 theophylline assay continues to meet its performance claims when run in batch mode. There were no adverse events including serious injuries or deaths associated with this event.